Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. A review of the shared log did not confirm the reported event of a transmitter failed error. The root cause was could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. Data download log was reviewed for evaluation on (B)(6) 2017. Complaint for a transmitter error was confirmed. The root cause could not be determined, post investigation. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.